Event description:
Trex2 (B)(4) both rear wheels bent when it arrived (B)(6). No additional information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.